Event description:
Indeflator pressure gauge started at 0. The indeflator was atached to a balloon. Balloon inflated once to 4 atms. After the inflation, the balloon deflated but the pressure gauge needle remained at 2 atms.